Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 21.2 mmol/l (382 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent, with itchiness and some redness. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.